Event description:
It was reported that the patient had the left atrial appendage (laa) isolated accidentally. During a procedure, when the farawave pulsed field ablation catheter was in use, ablating the anterior line, the laa became isolated. The patient did not present any condition. The plan is to implant a watchman implantation scheduled at a later date. The procedure was completed successfully using this catheter. The farawave catheter will not be returned as it was discarded by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.